Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. The customer was instructed to actuate the switch located at the 12:00 position in the light socket. After actuating the switch, the lights stopped blinking. The customer said that the switch was still spring activated. The clv-190 is now working as it should. The customer informed tac of the event. The device will be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that on the subject device, its front panel lights were blinking, and the switch spring was not working properly. The event was found during inspection before use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, g1, h2, h3, h4, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.